Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead returned with helix retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was unable to confirm the field allegation of high pacing thresholds.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
During an implant procedure the right atrial (ra) lead exhibited high pacing thresholds and helix extension issues. The ra lead was not successfully implanted. No adverse patient effects were reported.